Event description:
It was reported, during the implant procedure, the lead was implanted; however, it was explanted due to no capture, high threshold and high resistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed) at electrode end. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Primary analysis findings: no anomalies found.